Event description:
Customer reported the device was set up to a hfnc blender and neptune heater. The water bottle was spiked and a flow of 50 lpm was initiated. Within 5 minutes the column spilled water into the circuit. There was no patient involvement. It was reported the device was tested in a back room.

Manufacturer narrative:
Continuation of d11: une heater. Qn#(B)(4). The sample was returned for evaluation. The complaint described a situation where a comfort flo column began to bubble/splash into the circuit at 50lpm. Functional testing was performed on the returned sample and the neptune was set to 37 c and the canister was placed in the system with the ports in the same orientation as received and connected to a full/new concha water bottle. Flow was gradually increased by 2lpm from 50lpm until achieving 60lpm. After waiting at least 5 minutes at each flow rate, no bubbling was observed. In case ports were switched on the canister, the same test was ran on the circuit with the pressure valve and the corrugated circuit connections switched. Upon completion with switched port orientation, no bubbling was observed even at flow rates from 50lpm - 60 lpm. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint could not be confirmed. When recreating the scenario as described in the complaint, no issues were encountered.

Manufacturer narrative:
Concomitant medical products: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. One video was received for investigation and showed water going into the comfort flo circuit from the comfort flo concha. Customer complaint cannot be confirmed based only on the video provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the device was set up to a hfnc blender and neptune heater. The water bottle was spiked and a flow of 50 lpm was initiated. Within 5 minutes the column spilled water into the circuit. There was no patient involvement. It was reported the device was tested in a back room.